Event description:
It was reported that fifteen days post port placement, leakage was allegedly found from the catheter. It was further reported that the patient experienced pain and swelling near the puncture site. The port system was removed and patient reported to be stable.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter was returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is inconclusive for the reported leak issue as the exact circumstances at the time of reported event was unknown and the sample evaluation results indicating no difficulty under laboratory conditions are not by themselves sufficient to confirm this event occurred under clinical conditions. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fifteen days post port placement, leakage was allegedly found from the catheter. It was further reported that the patient experienced pain and swelling near the puncture site. The port system was removed and patient reported to be stable.